Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number: 2017865-2018-07243. During follow up, noise following pacing, and leading to anti-tachycardia therapy was noted. The noise was reproduced during pacing. It was unclear if the atrial lead, or the right ventricular pace/sense lead were contributing to this event. It was reported that a second right ventricular lead used for a high voltage vector, with disabled pace/sense function, may be interfering with the atrial or right ventricular lead with pace/sense function. This second right ventricular lead is functioning correctly but sustained procedural damage during a previous unrelated surgical revision. The patient is stable and there have been no reported adverse consequences. Technical support has suggested the replacement of all three leads.